Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 17-jul-2023, UDI#: (B)(4) h3. Analysis of the communicator found medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the reporter, they thought the patient had a 'morphine mix' in the pump, but on the printout, the reporter read 'primary: morphine 0.5mg,' then read 'morphine max daily dose 6.303mg.' The indication for pump use was non-malignant pain. The patient's representative reported that the patient had been having trouble for the last couple of days trying to connect to the pump to bolus. ¿no pump found¿ continued to appear. The reporter confirmed that the communicator had not been dropped or gotten wet and was plugged in the day before yesterday, but the patient ¿hadn't used it at all¿ since then due to the inability to connect. The reporter denied a communicator button issue. The agent attempted to assist the reporter and the patient in connecting, but they continued to see ¿no pump found.¿ the issue was not resolved through troubleshooting, so a replacement communicator was requested from the repair department. It was noted that the reporter and the patient understood that if the replacement communicator did not resolve the issue that they should discuss with their doctor. No patient harm reported.